Event description:
A report was received that the patient underwent a pocket revision due to difficulty charging. The physician repositioned the pocket site and the patient was reportedly doing fine and was able to charge after the procedure.